Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the needle insertion difficulty is consistent with skiving.

Event description:
During a the left-sided atrial fibrillation procedure, skiving was noted during transseptal puncture. Resistance was noted on the distal side of the needle while inside the sheath. The needle and sheath were removed, and plastic particles were visible on the needle tip. The sheath was replaced and the procedure was completed with no patient consequences.